Manufacturer narrative:
Manufacturer reference number: (B)(4). UDI not provided. Re-processing information not provided.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The pre-operative diagnosis was genuine stress urinary incontinence. The post-operative diagnosis was genuine stress urinary incontinence. The procedure was a transobturator mesh urethral sling procedure. The patient present for a post operative visit and was discovered to have a separation of the vaginal incision on the right side. The patient had a little bit of a bladder infection and has had some twinges of discomfort and pain. The patient underwent a procedure on (B)(6) 2006. The pre-operative and post-operative diagnosis was vaginal incision separation or breakdown. The procedure performed was an irrigation with pulsavac and revision and closure of vaginal incision.

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, urinary problems, recurrence, and dyspareunia.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal tear (vaginal mucosa damage), vaginal incision separation/breakdown (dehiscence), blood loss, vaginal laceration, bladder infection (urinary tract infection), discomfort, pain, visible graft, partial wound breakdown and additional surgical interventions.